Event description:
Rx was for becton dickinson uf 31gx5mm pen needles but it was filled with becton dickinson uf 31gx8mmg pen needles. The middle ndc was checked to verify the correct product. (B)(4) submission ID: (B)(4). Ref report: mw5153516.